Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately 6.5 years post initial procedure a type iiib endoleak was identified. Re-intervention has been scheduled. The patient is being monitored. Additional information: the physician performed a secondary endovascular procedure with vela suprarenal stent and it went well. During clinical assessment, sac growth of 24.5mm was identified. The final patient status was reported as doing good.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak event is unconfirmed and there was no visible endoleak due to the significant intra-stent thrombus. However, due to the thrombus and stent dilation of the proximal extension, a type iiib endoleak is suspected but not confirmed. During clinical assessment, sac growth of 24.5mm was identified and is mostly likely anatomy related. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported as doing good post secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. H6: method remove 3233. H6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately 6.5 years post initial procedure a type iiib endoleak was identified. Re-intervention has been scheduled. The patient is being monitored.